Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca which damaged d1, l1 and l2 components. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.

Event description:
A us distributor reported that multiple battery pack were unable to power on. A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of battery 86354152 has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Device evaluation of battery pack 86364805 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery additionally the f1 fuse was open. The cause for the open fuse was excessive current. The root cause of the loose busbar cannot be positively identified. Device evaluation of battery 86341681 been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged batteries. Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca which damaged d1, l1 and l2 components. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.